Event description:
The report indicated that following 45 hours of extra corporeal membrane oxygenator support, leakage was observed. The flow probe was changed out. Based upon condition of the returned device co was unable to complete the failure investigation and determine the exact failure mode.